Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('still living with essure but will be post essure in approx 3 week') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was a small amount of the essure coil left on the right/small pieces were found these were removed in their entirety') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), back pain ("back pain"), infection ("infection nos") and pelvic adhesions ("adhesion"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy with removal of essure coils and loss of cervix, loss of fallopian tubes,). Essure was removed. At the time of the report, the device breakage, pelvic pain, dyspareunia, back pain, infection and pelvic adhesions outcome was unknown. The reporter considered back pain, device breakage, dyspareunia, infection, pelvic adhesions and pelvic pain to be related to essure. . Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: event complication of device removal updated to device breakage. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was a small amount of the essure coil left on the right/small pieces were found these were removed in their entirety') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), back pain ("back pain"), infection ("infection nos") and pelvic adhesions ("adhesion"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy with removal of essure coils and loss of cervix, loss of fallopian tubes,). Essure was removed. At the time of the report, the device breakage, pelvic pain, dyspareunia, back pain, infection and pelvic adhesions outcome was unknown. The reporter considered back pain, device breakage, dyspareunia, infection, pelvic adhesions and pelvic pain to be related to essure. . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-nov-2020: this case was duplicate of case (B)(4). Previously reported event "still living with essure but will be post essure in approx 3 week" updated to "pelvic pain", events- "dyspareunia, back pain, infection, adhesion", reporter information, medical history and references which has been transferred from duplicate case to this case. MFR control no- 2951250-2020-15532. New event device brekage was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('still living with essure but will be post essure in approx 3 week') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was a small amount of the essure coil left on the right/small pieces were found these were removed in their entirety') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), back pain ("back pain"), infection ("infection nos") and pelvic adhesions ("adhesion"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy with removal of essure coils and loss of cervix, loss of fallopian tubes,). Essure was removed. At the time of the report, the device breakage, pelvic pain, dyspareunia, back pain, infection and pelvic adhesions outcome was unknown. The reporter considered back pain, device breakage, dyspareunia, infection, pelvic adhesions and pelvic pain to be related to essure. . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-dec-2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.